Event description:
A nurse reported that the cutter pneumatic line became disconnected during vitrectomy surgery. The issue might have been due to a loose connection between the probe and the tubing, which could have caused it to detach even with minimal force. The surgery was completed on the same day. There was no information about any patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.11. No product was returned for evaluation; therefore, the condition of the device could not be verified, and the likely cause was assessed based solely on the image provided. The returned probe assembly shows the rear shell displaced, exposing the internal tubing connections to the probe engine. The pneumatic drivelines were both disconnected. Each pneumatic tubing exhibited signs of prior attachment, including handling marks on the aspiration tubing and residual adhesive on the pneumatic tubings, indicating that the pneumatic lines had been previously secured before becoming detached. Based on these observations, the condition of the probe is most consistent with improper handling, as the device could not have operated in this state (no pneumatic connections) and the detachment would have been apparent prior to surgical use. The investigation conducted a non-conformance review of the reported lot number. No deviation were identified that would have contributed to this event and all corresponding production release specifications defined in the device master record were met. Based on the image submitted with the complaint, the condition of the probe is most consistent with improper handling, as evidenced by the displaced rear shell, disconnected pneumatic drivelines, and handling marks (on aspiration tube) with residual adhesive on the pneumatic tubing. The absence of a pneumatic driveline connection renders the probe inoperable prior to surgical use, and the observed damage indicates that the tubing had been previously attached and subsequently detached due to external force. A potential contributing factor is improper handling of the probe, particularly if the user disengages the rear ergonomic shell. This action can place unintended tension on the bonded pneumatic tubing connections at the engine ports, increasing the likelihood of detachment. No further investigative or manufacturing actions are warranted at this time, based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).